Manufacturer narrative:
The patient remains ongoing on heartmate 3 lvas. A direct correlation between hm3 lvas, and the reported bleeding could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received indicating that a bleeding source was not confirmed. It was reported that the patient did not have a gi bleed, the patient had iron deficient anemia. Patient was discharged home on (B)(6) 2018.

Manufacturer narrative:
Approximate age of device: 2 months 26 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient presented with persistent anemia with hematocrit very low at 25% and hemoglobin down to 7.4 g/dl. The patient was given three units of packed red blood cells and the bleeding resolved. No additional information was reported.